Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the seal on the trocar toilet seat came off when they flipped open the lid. When they open the flip top on the toilet seat, the white rubber seal is no longer connected.